Event description:
It was reported that the foley catheter balloon had burst and the detailed incident description was unknown. Per follow up information received via ibc on 03may2024, stated that the balloon did not burst but it failed to deflate and patient present in pain, only 5ml was able to be withdrawn from balloon. Nurse hesitated to cut the inflation arm but was able to remove the catheter with the balloon still inflated with approximately 5ml. No visible trauma to patient. Later that afternoon patient failed troc so a bardia 14fr was inserted.

Manufacturer narrative:
The reported event is inconclusive due to poor sample condition. It was unknown whether the device had met relevant specification. Sample was evaluated and inflation eye are meet internal specification. Observed balloon had burst due to user attempts to remove the water from the balloon. Inflated returned catheter with returned syringe and observed water able to flow out without difficulties. However, a complete evaluation could not be performed due to poor in physical sample. The potential root cause for this failure could be over aspirated or incorrect syringe. A potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage.¿. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon had burst and the detailed incident description was unknown. Per follow up information received via ibc on 03may2024, stated that the balloon did not burst but it failed to deflate and patient present in pain, only 5ml was able to be withdrawn from balloon. Nurse hesitated to cut the inflation arm but was able to remove the catheter with the balloon still inflated with approximately 5ml. No visible trauma to patient. Later that afternoon patient failed troc so a bardia 14fr was inserted.